Event description:
It was reported that the patient had presented to the emergency room due to a recent fall and the physician requested a current report on this implantable pacemaker. The presenting electrogram (egm) showed undersensing of atrial fibrillation (af) with inappropriate atrial pacing and failure to mode switch. There were no tachy events recorded at the time of the fall and additional information advised the patient's fall was not related to the device nor the af. The programmed atrial sensitivity is fixed at 0.75mv (millivolts). The lead measurements are stable. The device and lead remain in service. No additional adverse patient effects were reported.